Manufacturer narrative:
This supplemental report was created to capture updates on h6: device codes.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had remote monitoring disabled (rmd). Boston scientific technical services (ts) require a patient disk to assess the cause for the rmd. A request was made to have data from this device analyzed. Data analysis showed that the remote monitoring was disabled due to increased internal battery impedance. Further, this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had remote monitoring disabled (rmd). Boston scientific technical services (ts) require a patient disk to assess the cause for the rmd. A request was made to have data from this device analyzed. Data analysis showed that the remote monitoring was disabled due to increased internal battery impedance. Further, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to capture updates on h6: device codes. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a code 1003 and was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When the device detects an elevated battery impedance, a code 1003 is displayed to alert users that a high battery impedance condition exists. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had remote monitoring disabled (rmd). Boston scientific technical services (ts) require a patient disk to assess the cause for the rmd. A request was made to have data from this device analyzed. Data analysis showed that the remote monitoring was disabled due to increased internal battery impedance. Further, this device was explanted and replaced. No additional adverse patient effects were reported.